Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited over sensing, causing temporary inhibition of pacing and auto mode switching in the atrium. The patient was asymptomatic. The lead was capped and replaced.